Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia and episodes of vomiting leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure including device implant and hernia repair on (B)(6) 2016 (note: patient had some pre-existing dysphagia, vomiting, and nausea including three hospitalizations prior to the anti-reflux procedure). Device explant (B)(6) 2017 due to dysphagia and nausea/vomiting after eating. Device found in correct position/geometry at time of explant. Patient had "3 good days" post-removal before his symptoms of nausea and vomiting resumed. Patient was readmitted to the hospital for dehydration on (B)(6) 2017. Surgeon stated "he has no surgical reasons for these symptoms".